Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0vewm, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that she stopped feeling stimulation in the bicycle seat area 2 days prior on (B)(6)-2015, but started feeling stimulation at the implantable neurostimulator (ins) site. The patient tried to use her patient programmer (pp) on the day of the report and was not able to adjust. The patient used the pp and was able to connect and it appeared to be working as intended. It was noted that therapy was on. After increasing amplitude, the patient felt stimulation in the correct area. The patient was on program 4 at 2.9v and increased to 3.1v and confirmed feeling stimulation. Stimulation was felt in the area where the ins was implanted as well as in the vaginal area. She only felt vibration in the ins area and it was not painful and was actually helping her back pain. The back pain was a pre-existing condition before the device was implanted. At the end of the call the patient now felt stimulation only in the bicycle seat area and the vibration at the implant site went away. It was also noted that the patient was on program 1 and changed to program 4 on the day of the report. It was noted that the change in symptom was considered sudden. The patient's relevant medical history includes gastrointestinal/pelvic floor.